Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested but not provided.

Event description:
It was reported that the IV normal saline (ns) ran on the insulin programmed device module while the insulin infusion ran on the ns programmed device module, both modules were connected to a single IV infusion pump. The event resulted to insulin drip running over 1 hour (100units/hr = 100ml/hr) while ns run at a rate of 100ml/hr. The patient was monitored for hypoglycemia, was given dextrose 50% IV a couple of times, and the IV fluid infusion was changed to dextrose 5% ns. Peanut butter and apple juice were also provide to the patient several times. It was noted that patient's blood sugar level never dropped below 91mg/dl. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.

Manufacturer narrative:
The customer¿s concerns that insulin and normal saline crossed resulting in full bag of insulin being infused over 1 hour was determined by the customer to be workflow. No device or device logs were returned for investigation. No further investigation of this event is possible at this time.

Event description:
It was reported that the IV normal saline (ns) ran on the insulin programmed device module while the insulin infusion ran on the ns programmed device module, both modules were connected to a single IV infusion pump. The event resulted to insulin drip infusing over 1 hour (100units/hr = 100ml/hr) while ns infused at the insulin drip rate. The patient was subsequently monitored for hypoglycemia, given dextrose 50% IV more than once, and the IV fluid infusion was changed to dextrose 5% ns. Peanut butter and apple juice were also provided to the patient several times. It was noted that patient's blood sugar level never dropped below 91mg/dl. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.

Event description:
It was reported that the IV normal saline (ns) ran on the insulin programmed device module while the insulin infusion ran on the ns programmed device module, both modules were connected to a single IV infusion pump. The event resulted to insulin drip infusing over 1 hour (100units/hr = 100ml/hr) while ns infused at the insulin drip rate. The patient was subsequently monitored for hypoglycemia, given dextrose 50% IV more than once, and the IV fluid infusion was changed to dextrose 5% ns. Peanut butter and apple juice were also provided to the patient several times. It was noted that patient's blood sugar level never dropped below 91mg/dl. The event occurred when the facility began implementing the IV pump device interoperability with their electronic health record (ehr) system called "epic". It was noted that the event was determined to be a workflow related on the end user side. The workflow was described by the user in the following sequence: scan patent's barcode, scan medication barcode, scan IV pump device, send order details to device, start device, and complete task on computer.

Manufacturer narrative:
Correction on b2.